Event description:
Patient in catheterization lab having infected ICD, implantable cardioverter defibrillator, and leads removed. When removing the final lead using a laser lead extractor the patient had sudden drop in blood pressure. Was given medications and fluids and local pressure was used for hemostasis but without success. Echo, echocardiogram, done showed large pericardial effusion and the patient was taken emergently to operating room and expired. A 6cm (another statement says 6mm) laceration was found in the superior vena cava that extended to the junction of the interpericardial superior vena cava to the junction of the right atrium.